Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported that approximately 39 months post implant of a bifurcated device, the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan demonstrated the patient had an endoleak and interval sac growth. The physician decided to correct the endoleak by implanting a suprarenal aortic extension. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Based upon the clinical evaluation, confirmation of the type ia endoleak was inconclusive. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. Based upon the investigation, the reported event could not be confirmed and a root cause could, therefore, not be determined. There was evidence of a non-device related type ii endoleak that may have been a factor. The device remains in the patient and was not evaluated.